Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the hypotube broke. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the iliac vein. The device was introduced into the patient. At the very beginning, an error alert occurred and aspiration did not begin. The catheter was removed from the patient and it was found that the metal hypotube at the tip of the catheter was broken. The procedure was completed with another of the same catheter. There were no patient complications and the patient condition was stable.